Manufacturer narrative:
Concomitant medical product: 6947m62 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pus like exudate from the incision has been observed for the past few weeks. Then following that erosion of the generator was identified. Thus, the patient was diagnosed with implantable cardioverter defibrillator (ICD) infection. It was noted that red flare was developed and itch sensation. Erosion of the ICD occurred with exudation of pus in the incision site. The ICD system was removed. No further patient complications have been reported as a result of this event.